Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during a esophagogastroduodenoscopy (egd) performed on (B)(6), 2010 (pt's age has been reported to be (B)(6)). According to the complainant, during the procedure, while in the pt's esophagus, they went to deploy the bands and the bands fired back onto themselves. One or two bands did fall in the pt's esophagus however, no attempts were made to retrieve the bands with no harm to the pt. The case was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that there were six partially deployed/stacked bands on the ligator head with one of the six bands broken. In addition, the teeth on the ligator head showed severe damage. The force applied to the teeth may have exceeded the design limitations. If the teeth become deformed, the teeth will allow the knot to be pulled from the ligator without deploying the band. Once one band is not properly deployed, the subsequent bands will not deploy properly. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a esophagogastroduodenoscopy (egd) performed on (B)(6), 2010 (patient's age is unknown, although it has been reported that the patient is (B)(6) old; patient's weight is unknown). According to the complainant, during the procedure, while in the patient's esophagus, they went to deploy the bands and the bands fired back onto themselves. One or two bands did fall in the patient's esophagus however, no attempts were made to retrieve the bands with no harm to the patient. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.